Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 41 mg/dl. The customer was treated with food. Customer was advised to see his health care provider about changing the time on his pump and if the settings need to change with it. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 505 mg/dl. The customer stated that he is fine and his blood glucose will come down. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was off the pump because he ran out of insulin.